Event description:
The customer reported that while running an "htlv I/ii" assay, summit sample handler did not pipette the correct amount of sample into row 7 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.